Event description:
During baxter's functionality testing of a spectrum pump, the pump displayed a false upstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom (false upstream occlusion alarm) was confirmed, but was only experienced during initial testing. Upon further evaluation, the reported symptom could not be reproduced and the device was found to operating within specification. However, a wide inscribed pin dimension was found and is a known contributor to the reported symptom. The upstream sensor was replaced to correct this condition.